Event description:
The user facility reported a water leak from their reliance synergy washer. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found a broken drying piston valve. The technician replaced the drying piston valve, o-rings, ventilation hose and drying valve cover. After making the necessary repairs, the technician ran a test cycle and resumed the unit to operation according to specifications. This unit is under steris contract and last received preventative maintenance on july 9, 2014.